Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male patient on impella cp support and during the implant, the cp came up and over the arch the cannula was noted to be buckling. The device was placed into mid left ventricle space and slack removed but the cannula remained kinked. Wire was removed and impella was started but flows of 1.0lpm noted. At this point in time it was recommended to pull the impella and replace it. The pump was explanted and replaced.

Manufacturer narrative:
The investigation of low pump flow has been completed. The data was not returned for review. Visual inspection found a kink on cannula about 15 mm from of cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of low flow was most likely kinked cannula due to patient condition. The cause of the product damage (cannula kink) issue was a kink likely due to patient condition since the patient had aortic stenosis causing resistance during/post insertion. Product damage (cannula kink) failure mode (fm) added per new sop updates to ha coding guide and based on reported information on the event/failure. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26683 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26683.